Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, we discovered that the switch was non-functional with several wires pulled from the circuit board. According to the user, they tugged on the cord which appears to have pulled the wires loose, causing a short to a component which resulted in a spark. At our request, the MFR of the switch made changes in (B)(6) 2001, to reduce the possibility of components shorting, by insulating and strengthening connections.

Event description:
It was reported the switch emitted sparks.